Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. An approved project is in place to further address issues with sets which are unable to prime and backflow during secondary infsuon with IV set due to the improper functionality of the backcheck valve. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility : details of complaint (reported issue): air in line - halfway through hour long infusion. Troubleshooting completed IV bag spiked with IV set. Drip chamber filled, unable to prime line by gravity with no asv valve. All clamps were open, end cap removed. No movement of fluid occurred past halfway from drip chamber to bcv even with squeezing the bag. Downstream occlusion, port flushes twice to confirm potency. Troubleshooting completed. No injury reported.